Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+1.0/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.